Event description:
Customer reported the burette cracked while the nurse was adding antibiotics. She opened the vent of the burette, opened the roller clamp between the bag and the burette, injected into the burette's med port, squeezed the burette to mix the fluids and the burette cracked. Informed her the burette is not intended to be squeezed for mixing meds or for faster filling of the burette. The reporter had already told the nurse she thought that was the cause. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported cracked burette. The customer stated the set will not be returned because she understands the cause of the cracking and does not need an investigation.